Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had "black particle at additive port tube". This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between march 20, 2019 to march 21, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted that there was black residue particulate matter (pm) above the additive port retaining ring. The residue was removed by running tap water to wash from the surface; therefore, it was determined that the pm was not embedded. The reported condition was verified. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.